Event description:
The pt was given a treatment via the nomos mimic imrt tomographic collimator. The pt was set up in standard fashion and began treatment. After 6 arcs were delivered, it was noted that table position was unchanged. Pt was positioned correctly and remainder of treatment delivered. The event occurred because the "crane" that moves the tabletop was not securely fastened to the treatment couch. The pt's treatment was put on hold. The dose was reconstructed to determine the dose delivered, and to reformulate a plan that would safely deliver radiation to the treatment volume still below the target range. The pt was closely observed to monitor the response to the dose.